Event description:
Medtronic lead model #5076 was implanted in 2004. However, medtronic data bases does not have this lead model as being implanted. So when post implantation interrogation was perform by medtronic the correct data may not have been recorded. In 2005, lead was still implanted at time of death. Medtronic inc could not have collected correct function data post implantation because this model is not what is document as being implanted.